Event description:
It was reported that during a liver resection procedure, the device was working then stopped working and the blade fell off which is attached to the device being returned. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device could not cross the lesion. Another 3.0 x 18 mm xience completed the procedure. No pt effect or injury. No additional information was provided. Device analysis revealed balloon shredding on the distal taper. This event has been upgraded to reportable based on this finding.

Manufacturer narrative:
(B)(4). Added additional information.